Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed. A batch review was conducted on potentially associated lots (h12a13098 and h12b19044) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 2. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
During follow up of an unrelated issue the care giver reported the home patient was hospitalized for peritonitis and pneumonia. She could not provide any further information regarding the incident or status of the home patient. Additional follow up information received from the nurse at the dialysis clinic on (B)(6) 2012. The patient has been performing automated peritoneal dialysis since 2008. It was reported the patient has been having increasing problems with nausea and vomiting. The patient developed severe abdominal pain and was seen in the emergency department for further evaluation, diagnosed, and was hospitalized for a possible peritonitis and pneumonia on (B)(6) 2012 and discharged on (B)(6) 2012. During hospitalization a milky appearing peritoneal fluid sample was obtained and sent to the lab. The peritoneal dialysis catheter was removed on thursday (B)(6) 2012 and the patient transitioned to hemodialysis. It was reported the last peritoneal dialysis treatment was performed on tuesday (B)(6) 2012. The cause of the peritonitis was not reported. No further information was provided.